Event description:
It is reported that the patient was revised. It was found that the body portion had broken from the stem.

Manufacturer narrative:
Info was received via medwatch user facility report (B)(4). Eval summary: no operative notes were included. One x-ray with poor resolution was provided for review. There appeared to be a crack at the junction of the cone body and the porous stem. Proximal bone stock was not visible. The package insert and/or surgical technique contain statements warning that device fractures may occur where excessive patient weight, excessive patient activity, and/or lack of proximal support are involved. Given the info provided and the results of the analysis, a definitive cause for the experience of stem fracture cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Zimmer, inc. Considers the investigation closed.